Event description:
Additional information was received. The rep reported the battery depleted in 4-6 months. This was premature battery depletion. Impedance was checked during the surgery and there was no problem. After batteries depletion, they did not communicate with the n¿vision device and it is not possible to check the impedance again. No known cause or contributing factors. Due to lack of communication with the nvision device and the patient control we could not solve the issue. The patients want the battery be replaced but for free. If the battery be replaced we can return the depleted ones for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that six month after the device was implanted the patient felt that she is not benefiting from the therapy nor she was feeling the stimulation, accordingly after a period of time she visited the doctor to advise her. The district were not informed about this issue until yesterday when they met the doctor and he informed them about this issue, they tried to interrogate the battery but it failed to do so. It seemed completely depleted to note that the doctor was treating the patient with medications month after the device was implanted the patient felt that she was not benefiting from the therapy nor she was feeling the stimulation, accordingly after a period of time she visited the doctor to advise her. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. It was clarified that it seems the battery was depleted, the stimulator does not connect to nvision programmer was the cause of the short. It was reported that issue was due to normal depletion. The physician and the technician tried to connect the stimulator with nvision for several times but they could not due to battery depletion. The issue was not resolved at the time of the report. On 2023-jan-03 additional information was received. They reported that the customer/ patients are now inquiring about the expected cause/ reason of both batteries been depleted in 4-6 month period post being implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep confirmed that both batteries depleted in 4-6 months and this was considered pre-mature battery depletion. They noted the impedance had been checked during the surgery and there was no problem. After the battery depleted, they were unable to communicate with the device, therefore it was not possible to take another impedance reading. There were no known contributing factors. The issue remained unresolved, patients would like battery replacement, but this has not yet been planned or occurred.